Manufacturer narrative:
Conclusion: the reported event indicates that a dissection was observed at the isolation point. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was noted that the patient¿s artery was fragile, indicates that the probable cause of the dissection was patient anatomy, but this cannot be confirmed with the limited information available. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Complaints for this event type are reviewed and no further action is recommended at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a left femoral surgical isolation approach was planned due to bilateral endoprosthesis starting from the external iliac artery. Following surgical isolation due to the fragile access site artery, the delivery catheter system (dcs) was attempted to be inserted, but a dissection was noted at the isolation point. It was reported that there was no difficulty inserting the dcs into the access site. However, the dissection occurred when attempting to insert the dcs with report that the dcs contributed to the dissection. The femoral artery was reconstructed. The access site was closed and the procedure was aborted. Later, a subclavian access was used to successfully implant a valve. No additional adverse patient effects were reported.